Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Reportedly, the customer experienced diabetic ketoacidosis and went to the emergency room. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received, therefore no additional information was obtained.

Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.